Event description:
It was reported that this patient exhibited right ventricular (rv) loss of capture or missing rv pacing beats for two consecutive beats as observed on an external electrocardiogram (EKG). This was observed four times over a four-day span at different times of the day. The patient was noted to be pace therapy dependent. The boston scientific representative (rep) indicated that the pacemaker device was interrogated, and all measurement data was fine, including the threshold which was measured three times and was consistent. The rep noted there was no noise observed. Boston scientific technical services (ts) reviewed the pacemaker device settings report and discussed the issue with the two reps. Ts indicated they were not sure of the cause, especially since it was only occurring once or twice a day for two beats on an external EKG. Ts provided guidance to rule out noise. The rep indicated pocket manipulation testing was performed and no noise was observed. In response, the rep reduced the rv sensitivity programming, and increased the rv pacing output programming. The device remains in-service. No patient symptoms or adverse patient effects were reported.